Manufacturer narrative:
Was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed a slight decrease in estimated flows and power consumption on april 15, 2017, followed by an increasing trend in power consumption and estimated flows starting april 19, 2017 which led to parameters outside of normal operating range. 216 low flow alarms were logged between april 11, 2017 and april 17, 2017; no high watt alarms were logged within the analyzed period. As a result, the reported "elevated power consumption" and low flow alarm events were confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple fact ors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 to a peak of 6.8 watts on (B)(6) 2017 outside of normal operating range; however, no alarm file was available for review of alarms leading to (B)(6) 2017.  There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical data from similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted in patient.

Event description:
It was reported that approximately one month post implant, the ventricular assist device (vad) exhibited increased flow of eight to nine liters per minute (lpm) from the patient's baseline of six lpm.  Log files revealed that power was above the normal operating range from the set speed with an increase in watts from baseline over the previous two days.  The patient's initial lactate acid dehydrogenase (ldh) was 191 units per liter (u/l) and a repeat ldh later that day was noted to be 296 u/l.  The patient has had stable anticoagulation since implant.  There were no signs or symptoms of heart failure and no evidence of hemolysis.  A repeat review of log files on 2017apr26 showed that power was stable above the recommended operating range.  The patient remains hospitalized for observation.  No further information is available.

Manufacturer narrative:
A report was received that a patient developed elevated estimated flows and power consumption over two days approximately one month after implantation. The patient was admitted to hospital for observation where he was noted to have elevated lactate dehydrogenase (ldh) levels and a therapeutic international normalized ratio (inr). The site reported that the patient's inr had been stable since implant and that his mean arterial pressure was in the 80's. An echocardiogram revealed worsening mitral valve regurgitation, trace aortic insufficiency & mild right ventricular dysfunction that had improved from a previous study. A preliminary review of the controller log files confirmed low flow alarms. The site reported that the patient did not exhibit any signs or symptoms of hemolysis or heart failure and he was assessed to be euvolemic by exam. A subsequent review of the controller log files revealed stable power consumption that is reported to have been above the normal operating range. No interventions were performed (other than observation). The patient was discharged on (B)(6) 2017. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.